Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the surgery multiple communication errors occurred while using the cooperative mode.

Manufacturer narrative:
The investigation performed on the data log of the case pointed put that there was no communication errors during the case. No failure detected, the device worked as intended.